Event description:
It was reported that the device shifted and there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient had their 45-day follow-up transesophageal echocardiogram procedure. The imaging showed that there was a possible thrombus and that the device had shifted. The physician plans to keep the patient on their anticoagulation medication and repeat the imaging at a future date. No other intervention was performed and there were no consequences as a result of this event.